Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
The device was sent to philips bench repair for evaluation. Diagnostic/functional testing was performed; results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event; therefore, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported there was a speaker malfunction error and there was no sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.